Manufacturer narrative:
(B)(4). Dr. (B)(6) stated that the surgery to remove the radiesse from the pt's lips was necessary to preclude permanent impairment of a body function or permanent damage to a body structure. The pt currently has numbness in her lips. Dr. (B)(6) was asked if the numbness is permanent. He stated that it is probable but does not know for sure.

Event description:
The pt was injected with radiesse dermal filler on (B)(6) 2010. The pt reported that her lips got hard and lumpy. After massage, the lumps went to the mucosal lining of her mouth. The injection was performed by dr. (B)(6) of (B)(6) who has not responded to inquiry regarding this case. In discussion with the pt's oral surgeon, dr. (B)(6) of (B)(6), the pt had surgery on (B)(6) 2010 to remove radiesse from her lips. The pt had follow up visits post surgery with dr. (B)(6) on (B)(6) 2010. At these visits the pt was healing as expected.